Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported adverse impact to the customer's blood glucose. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer's blood glucose level.